Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the stent was shortened, requiring placement of another stent. The over 55% stenosed target lesion was located in the left carotid artery measuring 35mm in length. A 10.0-31 carotid wallstent was selected for treatment. However, during the procedure, it was noted that the actual size of the stent was shorter than the labeled size. The diameter of the common carotid artery was 8mm, the internal carotid artery measured 5mm, and the length of the stent under angiography was 20mm. The stent model was 940 corresponding to 849, and the length of the stent with the same blood vessel diameter was usually between 45-55mm after placement. Therefore, it was determined that the device was insufficient in length. The stent was then implanted, and the stent was shortened at the front and curled at the back. The size after implantation of the stent was 20mm. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Upon receipt at our post market quality assurance laboratory, visual and tactile examinations of the device revealed no issues with the delivery system. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. This concludes the product analysis.

Event description:
It was reported that the stent was shortened, requiring placement of another stent. The over 55% stenosed target lesion was located in the left carotid artery measuring 35mm in length. A 10.0-31 carotid wallstent was selected for treatment. However, during the procedure, it was noted that the actual size of the stent was shorter than the labeled size. The diameter of the common carotid artery was 8mm, the internal carotid artery measured 5mm, and the length of the stent under angiography was 20mm. The stent model was 940 corresponding to 849, and the length of the stent with the same blood vessel diameter was usually between 45-55mm after placement. Therefore, it was determined that the device was insufficient in length. The stent was then implanted, and the stent was shortened at the front and curled at the back. The size after implantation of the stent was 20mm. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.